Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No photos or videos were provided for evaluation. Retained samples from the reported batch number were physically pressure tested per specification with passing results. Also, review of the discrepancy management system (dsms) database performed for the reported lot numbers revealed no abnormalities or non-conformance's noted during in process or final product inspection. Based on the data from our evaluation, the exact root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the inflator syringe failed to inflate. No injury reported.